Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 15.5 mmol/l with moderate ketones present. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had resumed pump therapy with a replacement pump at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that the basal history showed that there were segments that indicated no insulin had been delivered. There was no known reason for these delivery absences. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump appeared to be delivering inaccurately.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2020 with the following findings: during investigation, there were two zero basal records recorded in the basal history on (B)(6)2018 as stated in the complaint record due to a fill cannula and a cs064 motor error. The pump passed all required testing for delivery accuracy with no zero records recorded during basal duration testing. The cs 064 motor error was not duplicated during testing , pump cover was removed no evidence of motor defects or moisture was identified.. According to the pump history the pump is delivering the programmed basal rate. The zero basal record due to the cs064 motor error was recorded at 17:48 deliveries were resumed at 18:14 . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.